Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection in the response button cable. The rear response button trace was cut. The root cause for the cut cable could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had non-functional response buttons.